Manufacturer narrative:
The insulin pump was unable to prime during the prime test due to a loose and protruded drive support disk. No motor error alarm was noted. The motor passed the motor test. The insulin pump had minor scratches on the display window, a cracked case near the display window corners, and a cracked reservoir tube lip.

Event description:
Customer reported receiving a motor error alarm on the insulin pump during bolus. Customer does not recall any significant events leading up to the error alarm. Blood glucose level was 122 mg/dl at the time of the call. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).